Manufacturer narrative:
Analysis concluded the stim lead ((B)(4)) had no evidence of anomalies found and normal impedances were measured on all circuits and electrode pair combinations.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had no stimulation or motor responses (no toe flexion) with electrode zero when they were getting motor responses in all other electrodes during permanent implant. It was noted the patient had been using a pne lead during the trial and had good response. Impedances were checked at 1.0v and 300 pw, the lead was removed, dried, replaced, impedances were checked a second time with higher amplitude/pulse width (1.5v and 360pw) and continued to show impedance greater than 4000 ohms on all electrode zero combinations, but the other electrodes were within range. The rep stated the lead was fully inserted but contradictorily noted they could see the blue marker at the end of the battery, indicating the lead was not fully inserted into the battery. No changes in impedances had occurred when the third test was performed with higher amp/pulse width. The rep stated the defective lead with the zero electrode not working was removed, replaced with another lead and the issue was resolved as there were no high impedances on the new lead. The issue was noted to have been resolved. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.